Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a brown liquid foreign material adhered around the stylet. The material analysis was conducted for foreign material. As a result of the analysis, iodine, which is a component of the contrast medium (lipiodol), was detected. The manufacturing record was reviewed and found no irregularities. Based on the reported event and the additional information, that the ultrasonic cleaning was not performed, it is possible that the foreign material that seems to be lipiodol could not be removed and was remained inside the tube of the device. The above device handling has warned in the instruction manual.

Event description:
We received the following report. The user noticed that the device had a brown deposit inside the tube of the device when the user checked it during preparation for use. The user changed it for another device. There was no patient injury reported. The following additional information was provided. Ultrasonic cleaning was not performed during the previous cleaning. The contrast medium used was lipiodol.